Event description:
Physician reported that while performing a c1-t1 fusion, the head broke off of a yukon oct spinal system polyaxial screw; size 05.0x26mm in the left t1 intra-operatively. There was no adverse consequence to the patient. Surgery was completed with a 15 minute delay and a new screw of the same size.

Manufacturer narrative:
During visual inspection, it was observed that the screw head was separated from the screw shank. Abrasions can be observed on the screw threads. Device history records were reviewed and no relevant manufacturing complaints were identified. Complaint history records were reviewed and one similar complaint was found. Per surgical technique: after the pedicle pathway has been prepared and proper screw size has been determined, load the implant for screw insertion using a yukon screw inserter. When loading the yukon screws, grasp the implant by the screw shaft and give a slight rotation, while simultaneously applying a downward force to properly engage the screw. Once loaded, spin the knob located above the sleeve clockwise to lock the screw in place. The yukon screw inserter has a black sleeve for ease of identification. Once the screw has been loaded, insert it into the pilot hole until desired depth is reached. Disengage the screw inserter by turning the knob above the sleeve counter-clockwise. Repeat until all screws are placed. Note: the yukon screw inserter can be used with either the ratcheting axial handle or the fixed axial handle. The screw was broken at the transition between the head and shaft. Analysis of the fracture face indicates that the failure could have occurred in torsional overload. The subject screws has a diameter of 05.0x26 mm, which require more torque. Excessive manipulation and off-axis forces may have overloaded the screw housing assemblies could result in the reported failure.

Event description:
Physician reported that while performing a c1-t1 fusion, the head broke off of a yukon oct spinal system polyaxial screw; size 05.0x26mm in the left t1 intra-operatively. There was no adverse consequence to the patient. Surgery was completed with a 15 minute delay and a new screw of the same size.